Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device shuts down at high and medium levels. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection; the investigation was performed based on the provided information by the customer and third-party distributor and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: memory card control gives error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: shuts down at high and medium levels due to error on memory card control and mainboard failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.